Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. The display was dim with brightness control at maximum. The customer was advised that the liquid crystal display (lcd) has reached the end of useful life and it has to be replaced. Customer replaced lcd. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had a dim display. It is unknown if the device was in clinical use at the time of the event occurred.